Manufacturer narrative:
Insulin pump passed the displacement test. Unit was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test, and occlusion test due to motor error alarm. Insulin pump was received with normal operating current. Insulin pump passed the self-test. The insulin pump passed off no power test. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, broken belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer returned the insulin pump due to safety issue. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.